Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04837. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling revision on (B)(6) 2008 due to sling exposure and urinary frequency. It was reported that the patient underwent an urethral stent placement on (B)(6) 2008 concurrently with extracorporeal shockwave lithotripsy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a hysterectomy and cystoscopy due to leaking bladder. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent incision and drainage of a hematoma at the vaginal cuff/obstruction of bladder output on (B)(6) 2008.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018